Event description:
A recent download of a male pt revealed several "discharge profile fault" flags. Lifecor customer support sent the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective capacitor bank. The monitor would not have treated if needed. The root cause of the defective capacitor bank is unknown, but is likely random component failure. The monitor will be repaired, retested and restocked. No adverse event resulted from the monitor failure. The pt rec'd a replacement monitor.